Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while starting pump implant in the operating room, the speed was set at 6,000 rpm but the pump would only go to 5690 rpm. Once the speed was increased to 8,000 rpm, the speed did reach set speed with no further issues.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.